Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Device evaluation a sample was received to perform an investigation. A visual inspection of the returned warmer found the device in poor condition with fluid ingression. The visual inspection confirmed that blood got into the air detector and damaged multiple internal components. This customer reported problem was confirmed, and determined to be caused by user interface. The door assembly, air detector sensor, mount block assembly, air detector front cover, gasket, and user interface were replaced. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 air detector was frozen. Dried blood cleaned out of detector. No patient adverse events reported.